Event description:
Was shot by a plastic surgeon with bellafill formally known as artefill around my mouth and smile lines, or marionette lines. Please do not allow them to use the product near the mouth. My face is still now, my lips seem to move weird now, like bad lip syncing, because the filler is so heavy. It's super lumpy and a total drag, was this way from the start. How was it taken or used: subcutaneous.